Manufacturer narrative:
The esu was manufactured in 2013, no other complaints are associated with this unit. The user facility declined to return the esu for evaluation, and the esu remains in service at the facility. The esu outputs include coagulation, blend, and cut modes. The report indicates the mode was not adjusted when the use changed from polypectomy (cut) to coagulation. Statements in the instructions for use include: the responsibility for selection of power and output mode rests with the physician. The output power level should be as low as possible for the intended purpose. The choice of accessory (i.e. Snare), the amount of tissue in the current path, and the amount of time that the current is applied, all effect the final clinical outcome. Us endoscopy offered in-service training to the facility. The facility has accepted, and the training is to be completed at a date to be determined.

Event description:
The user facility reported a patient burn at the site of polypectomy during a procedure which included use of the gi 4000 electrosurgical unit (esu). A snare was used for the polypectomy then used to coagulate the tissue at the polypectomy site. During coagulation, the user reported seeing a flash with a resultant burn to the tissue. There was no report of perforation however the physician chose to clip the burn as a precaution. There was no report of esu malfunction and resection of additional polyps continued with the same esu.